Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their daughter had to seek medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose (bg) levels reaching 270 mg/dl. The pod had been removed at the hospital, and she was admitted for diabetic ketoacidosis (dka). The visit lasted about one day, and she was discharged on (B)(6) 2025. The patient noted that there was no visible leaking from the pod, but dry insulin and a smell were present on her skin when the pod was removed. The cannula was found between the bottom of the pod and her skin, not inserted properly, although it was initially felt to be inserted correctly. The adhesive was secure, and an overpatch was being worn. The pod sequence number was unavailable as it was discarded at the hospital. After the ER visit, the patient was put on an insulin drip, and a new pod was placed 2-3 hours before discharge. The pod was worn between 4 and 24 hours on the hip/buttocks.